Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, immediate implantation, mobility. Socket/osteotomy too wide for 4.0. Could not gain primary stability.